Manufacturer narrative:
(B)(4) - not labeled. Event is under investigation.

Event description:
Per complaint form: tip of catheter broke off during case. The physician described the sfa as heavily calcified and assumed that due to this calcification that the tip of the kmp was broken off from the catheter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.